Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of unspecified premedications. The customer contact reported that after the premedication was delivered, the male adapter of the secondary tubing set was then connected to a needleless valve connector. It was reported that the male adapter of a needleless valve connector connected to the clave secondary port for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time after the piggyback delivery was started, the pump alarmed for occlusion. At this time, the nurse disconnected the needleless valve connector from the clave secondary port and silicone sleeve of the clave secondary port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects. No reported delays of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.